Event description:
It was reported the physician attempted a dye study and was unable to aspirate csf/drug out of the cap. The patient was taken to the operating room for exploration. The catheter was found to be kinked and coiled around the pump connector (occluded). It was decided to replace the pump at the same time as the catheter since a "loss of resistance when filling" had been noted previously which was "out of the ordinary." The drug used in the pump was lioresal 2000 mcg/ml at a dose of 800 mcg/day. No patient symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.